Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman (flx) delivery system with the implant in the sheath and the core wire detached. The hub, sheath, core wire, tip and implant were microscopically and visually examined. Inspection of the device revealed numerous kinks in the sheath. There was no other damage or defect observed. Device functionality was carried out by re-attaching the implant to the core wire. The implant screwed onto the core wire tip easily, and without resistance. There were no tactile difficulties threading or unthreading the implant to its limit and the act of threading and unthreading the implant was smooth throughout the thread mesh. Tensile force was applied to the implant, and the threads provided secure attachment between the core wire and the implant as evidenced through loads high enough to alter the shape of the implant. The implant released from the core wire after five full rotations. Product analysis confirmed the reported event as the core wire was detached from the implant in the sheath.

Event description:
It was reported that a detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. During insertion of the wds into the was, the distal puck was located slightly behind the distal sheath marker band. When the closure device was attempted to be lined up with the marker band, the core wire was noted to have been detached from the closure device inside the wds. The entire wds was then removed from the patient, and a new wds was used to complete the procedure with no reported patient complications.

Event description:
It was reported that a detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. During insertion of the wds into the was, the distal puck was located slightly behind the distal sheath marker band. When the closure device was attempted to be lined up with the marker band, the core wire was noted to have been detached from the closure device inside the wds. The entire wds was then removed from the patient, and a new wds was used to complete the procedure with no reported patient complications.